Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) cleaned the flow path of cobas pure c 303 module with serial number (B)(6). The fse cleaned the flow path and changed the gear pump head of cobas pure c 303 module with serial number (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable iron2 iron gen.2 results from one patient sample tested on two cobas pure c 303 analytical units. The reporter stated that they have two systems: - cobas pure c 303 analytical unit with serial number (B)(6). - cobas pure c 303 analytical unit with serial number (B)(6). The reporter stated that they have a known issue of rust particles in both of the flow paths of the analyzers. The reporter stated that the calibrations and qcs for both systems were within the specified ranges, but the analyzers gave different results for the same patient sample. The initial result was not reported outside of the laboratory. The specific analyzer used for the results was not provided. The initial result from one system was 39 ug/dl. The repeat result from the other system was 9 ug/dl.

Manufacturer narrative:
The analyzer log for cobas pure c 303 analytical unit with serial number 22e4-09 showed qc results that were out-of-range and calibration errors on 18-jul-2023. Performance tests by internal precision were performed on both analyzers and the results were according to specifications. Based on the information provided, the cause of the event could not be determined.